Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2018 and no autopsy was performed. The pump was not returned for evaluation. The heartmate ii lvas IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the vad coordinator that the patient expired. The cause of death was not provided. There were no reported device issues or malfunctions. There was not an autopsy performed and the device was not returned for evaluation. No additional information was provided.